Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they had sudden shocking. Patient says that the device was shocking them when they sat a certain way, so they turned it off and shocking stopped. Then, patient got pregnant, so they kept it off and ins has been off for over a year. Patient says they weren't sure if leads moved during pregnancy or anything. They were pregnant again and wanted to know if it was safe. Patient was redirected to follow up with healthcare professional (hcp). No further complications were reported or anticipated.